Manufacturer narrative:
(B)(4) device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a catheter separation occurred. A guidezilla¿ guide extension catheter was selected for a very difficult procedure in the difficult tortuous and calcified anatomy of a very sick patient. Resistance was felt when trying to insert devices through the guidezilla¿. When the guidezilla¿ was removed at the end of the case, the extension portion of the catheter had broken off of the hypotube. There were no patient complications.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the highly tortuous target lesion was located in the coronary artery. There were stents and balloons advanced through the catheter, but no specifics are available. When removing the guidezilla¿ guide extension catheter from the guide catheter, it was noted that the extension had broken off of the shaft. It remained in the guide catheter; nothing remained in the patient. The procedure was completed successfully without any complications. The patient¿s status was reported as stable.